Manufacturer narrative:
On (B)(6) 2019. On (B)(6) 2014. No previous investigations are available. After a detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction, there was no patient harm reported. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. A batch record review did not show any significant abnormalities. The information for use of the device states (1) the retention balloon should be inflated with sterile water and (2) that the foley may be cut at the shaft to aid in drainage, but no attempt was made. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 24, 2016. (B)(4)

Event description:
Complaint received from a distributor reporting a deflation issue with the product. Reporter stated "catheter was positioned into the urethra and the balloon was inflated with 10cc of air. At the moment of removal of the catheter, the balloon did not deflate. The balloon deflate only after having made manual pressure on the penis." Reporter did not provide any patient details including outcome.